Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit, low batt, or off no power alarms noted. However, the insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling/ramping numbers or scroll bar moving on its own noted during testing. No unexpected low reservoir alarm noted. The insulin pump was received with severly scratched lcd window, cracked display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked battery tubethreads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 199 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.